Event description:
It was reported that the pt experienced pain over the incision site ever since implant surgery and at the same intensity. The reporter was told that there was a fracture in the lead. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Event description:
Additional information received reported the patient had not visited the physician contacted regarding the event. The patient had been scheduled for three appointments since (B)(6) 2011, but cancelled all three of them. The patient was last seen by a different physician's assistant on (B)(6) 2011 but did not mention any issues with her neurostimulation system. The cause of the event was unknown. No surgical intervention was required.

Manufacturer narrative:
(B)(4).